Event description:
We received a report from a surgery center that a male patient had an intralocular lens (iol) explanted because he complained of post-surgical dysphotopsia. No patient injury was reported.

Manufacturer narrative:
(B)(4) - used for explant of intraocular lens.all pertinent information available to amo has been submitted. (B)(4).